Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-4020c-07 fastthread biocomposite interference screw fractured when approximately 80% had already been inserted. It was reported the fragments remained in place, maintaining graft fixation. The fracture had occurred at the final stage of threading and the surgeon chose not to replace the screw. This was discovered during an acl reconstruction with quadriceps tendon graft procedure with no patient harm reported. There was no delay in the procedure and no need for additional anesthesia. The patient's bone quality was reported as good.